Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate therapy. The patient is having stimulation in the wrong location. Reprogramming was attempted without success. As a result, surgical intervention may take place.

Event description:
It was reported that the lead was repositioned on (B)(6) 2019. No products were explanted or implanted. The patient has effective therapy post operatively.